Event description:
Hip dislocation of pt implanted with a margron-dtc hip replacement after sitting in a deep chair. Closed reduction of right hip carried out in theatre by registrar. Event attributed to non-compliance by pt. Further comments by surgeon on use of capsular resection suggests that resection procedure may also have contributed to the dislocation. No serious injury to patient.

Manufacturer narrative:
The event is being reported following reassessment by portland orthopaedics. The reassessment was conducted after a trend regarding early revision rates with the margron device was observed by another country's orthopaedic association in its 2007 national joint registry report. This observed trend and portland's initial analysis were previously reported to FDA in MDR no 9613642-2008-00001. As a precautionary measure, portland has taken the margron dtc system off the market in the u.s. Pending further evaluation of the device and events, except for cases in which margron-specific tools or components are necessary to perform revision of a margron implant.